Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose level as the level exceeding 500 mg/dl was unknown or declined to answer. Technical support assisted the caller in resetting the pump, and no recurrence of the malfunction code was noted. The customer was advised to continue using the pump and to report any recurring malfunction codes.